Manufacturer narrative:
While there was surgical residue and corrosion present on the internal components of the device which, typically indicates poor maintenance, a root cause of the malfunction could not be determined.

Event description:
During a iol explant, the surgeon was working in the posterior segment through a 19 gauge sclerotomy right behind the iris to cut an iol when the blade of the packer/chang iol cutter broke off and fell to the back of the eye. The surgeon easily retrieved the broken blade and there was no impact to the patient.